Event description:
During use for a cardiopulmonary bypass procedure, the roller pump would stop and would not go in forward or reverse. The pump was being used in the vent position and stopped toward the end of the case. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.